Event description:
It was reported that during a routine follow up of this device it was not possible to interrogate the device with multiple programmers. It was suspected that the battery of the device was too low and thus it was not possible to connect to the device. During the last follow up in february 2024 the battery showed 55%. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the initial reporter facility name and address.

Event description:
It was reported that during a routine follow up of this device it was not possible to interrogate the device with multiple programmers. It was suspected that the battery of the device was too low and thus it was not possible to connect to the device. During the last follow up in february 2024 the battery showed 55%. No adverse patient effects were reported. The device remains implanted.